Event description:
It was reported that testing shows a continuous increase of malfunctioning electrode channels. Two channels have status hi and 4 electrode channels are involved in short-circuits.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a follow up report.